Manufacturer narrative:
Per tandem user guide: only use u-100 insulins in your pump. Only u100 humalog and novolog have been tested and found to be compatible for use with the pump. The use of insulin with lower or higher concentration insulin may cause over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Custom reported using fiasp insulin. Tandem technical support informed customer that fiasp is off label per the user guide. During system check with technical support, the root cause could not be determined because the customer declined to complete troubleshooting. Customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose was 259 mg/dl at time of event.